Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 68 mg/dl, followed by an elevated reading of 192 mg/dl after treatment. The user managed the episode by consuming fast-acting carbs and resuming a meal. No outside medical intervention was required